Event description:
Patient reported a few of the infusion sites "failed her". Patient has discarded the alleged infusion sets and does not know if there was a visible defect with the tubing. Patient reported she tried to connect the infusion set tubing to the 3 remaining infusion sets from the same box and stated that the luer was defective. Patient stated the luer would not connect all of the way and insulin began leaking out of the luer lock; confirmed there were no holes in the tubing. Patient reported she experienced elevated blood glucose on (B)(6) 2015 in the 200-300 mg/dl range; was able to self-treat. Patient stated she began vomiting due to the elevated blood glucose level for the next few days; called doctor and he told her to go to the hospital. Patient stated she was admitted to the hospital due to dehydration and was treated with fluids via IV; patient is attributing her dehydration to her elevated blood glucose levels due to the infusion sets. Patient discarded the infusion sets that "failed her" but save the infusion sets that leaked. Requested return of the alleged infusion sets for evaluation; replacement was sent.

Manufacturer narrative:
Product was discarded.